Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for available patient information.

Event description:
The customer observed falsely elevated sodium results generated on an alinity c processing module for 3 patients. Quality control was run in the morning and everything passed. Later in the morning, the patients came back really high and were held in their middleware. The customer repeated the samples on the same instrument and the results were the same. The customer then repeated the samples on another instrument and results came back in normal range. The following data was provided (normal range 136-145 mmol/l): sid (B)(6) initial result = 172 mmol/l, repeat result = 142 mmol/l. Sid (B)(6) initial result = 177 mmol/l, repeat result = 140 mmol/l. Sid (B)(6) initial result = 168 mmol/l, repeat result = 139 mmol/l. There was no impact to patient management.